Event description:
Customer's mother called to report issues with high blood glucose. The current blood glucose reading is 210 mg/dl. Husband had disconnected the tubing and nothing came out. The customer has been changing sets often. Caller stated the insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.